Manufacturer narrative:
A manufacturing evaluation was completed: received one tomofix tibia plate part 440.831. The article is in a used condition. The implant plate is broken. No non-conformances reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation all measurements of the original measuring data set from our supplier were reviewed. The measurements have been inspected by 100% and all recorded values are within specification. Important for the strength of the implant plate is the plate thickness and plate width. The values for both measurements are within specification. Further measurements with cmm (coordinate measuring machine) could not be taken. Reasons are that implant plate is bent and that zero point of the coordinate system is in the center of the hole where the plate is broken. Therefore the positions of the threaded holes and the height of the ball shaped countersink are not measurable anymore. Both damages are caused by overloading after implantation. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 17, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that two (2) plates, both left and right, and one (1) screw broke post-operatively. It was noted that the plate breakage occurred at an occupied screw hole. Clarification was also received around the revision/explant date, which was originally reported as (B)(6) 2016. Upon receipt of additional information, it was confirmed that the revision was performed on (B)(6) 2016. Concomitant device(s) reported: 5.0mm ti locking screw (part: 413.328 / lot: 9606999 / quantity: (B)(4)), 5.0mm ti locking screw (part: 413.350 / lot: 9701444 / quantity: (B)(4)), 5.0mm ti locking screw (part: 413.336 / lots: 9353941 and 9636607/ quantity: (B)(4) of each lot), 5.0mm ti locking screw (part: 413.355 / lot: 9708150 / quantity: (B)(4)), 5.0mm ti locking screw (part: 413.330 / lots: 9680623 and 9686051 / quantity: (B)(4) of each), 5.0mm ti locking screw (part: 413.334 / lot: 9708946 / quantity: (B)(4)), 5.0mm ti locking screw (part: 413.346 / lots: 8916857 and 8227378 / quantity: (B)(4) of each), 5.0mm ti locking screw (part: 413.338 / lot: 9662122 / quantity: (B)(4)), 5.0mm ti locking screw (part: 413.342 / lot: 8795886 / quantity: (B)(4)), and 5.0mm ti locking screw (part: 413.332 / lot: 9678095 / quantity: (B)(4)). This report is 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). It is unknown if the subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to a broken plate. The patient's postoperative condition was reportedly stable. The initial date of implant is unknown. This report is 1 of 1 for (B)(4).